Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-19905. It was reported the pt has two scs systems implanted and both ipgs are unable to communicate with external devices. The ipgs have been unable to communicate with external devices for at least two months and the pt has lost stimulation coverage. Surgical intervention is planned to address the issue.